Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery also e70 error alarm confirmed in the history file. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed the rewind basic occlusion test, prime/a33 test and displacement test. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the patient's sensor insulin pump displayed a motor error. The patient's blood glucose level was 293mg/dl. Trouble shooting was conducted and we explained the possible causes for the alarm. Device is being returned. No further information available.